Event description:
Smiths medical in a foreign country reported to smiths medical in another foreign country, that the joint separated at the arterial side of the tubing during use. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9505) by smiths medical intl. The finished product is further assembled, packaged and sterilized by smiths medical intl. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is complete.